Event description:
Three problems encountered. The two luer-lock ports cause difficulty when trying to maintain a connection with IV tubing. On three separate occasions the stopcock, while in the all off position, failed to prevent the fluid from escaping thru the ports. This failure lead to the nurse being exposed to a large amount of the pt's blood. The 33 inch extension tubing is too long for use with labor and delivery pts. During a period of fetal distress a pt could inadvertently receive a bolus of pitocin which may cause injury to the infant.